Event description:
Doing an aortic valve stenosis procedure transseptally. Upon placing the needle through the sheath, the needle punctured through the wall of the sheath and punctured the pt's inferior vena cava. Pt had an emergency CT done and required an overnight stay. Another transseptal needle was utilized and the procedure was completed.